Manufacturer narrative:
B3: date of event: aware date of 30oct2023 used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a cerebral vascular accident occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient experienced several strokes. The patient was instructed to resume anticoagulant medication. It was further reported computed tomography (CT) confirmed the patient experienced two strokes in (B)(6) 2023. Magnetic resonance imaging (MRI) performed in (B)(6) 2023 confirmed the occurrence of a previous stroke. The patient experienced a fourth stroke in (B)(6) 2023 with related slurred speech and paralysis of the left arm and was admitted to the hospital. The symptoms of slurred speech and movement of the left arm improved and the patient was transferred to a rehabilitation facility for occupational, speech, and physical therapy. The patient recovered with sequelae and was discharged.

Manufacturer narrative:
B3: date of event - aware date of 30oct2023 used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a cerebral vascular accident occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). In (B)(6) 2023, the patient experienced several strokes. The patient was instructed to resume anticoagulant medication.